Event description:
This report is being filed after the subsequent review of the following literature article: ring, d., jupiter, j. B., brennwald, j., buchler, u., & hastings, h. (1997). Prospective multicenter trial of a plate for dorsal fixation of distal radius fractures. Journal of hand surgery, 22a: 777-784. Fractures of the distal end of the radius may on occasion represent complex injuries with elements of articular disruption, associated radioulnar instability, and soft tissue trauma. In these instances, the rationale for stable internal fixation to permit functional rehabilitation soon after operative treatment remains appealing. This plate represents the groups concept for internal fixation of complex fractures of the distal radius. The shape of the distal radius plate resembling the greek letter for pie evolved because of the features wished to be included such as distal juxta-articular band and 2 separate longitudinal limbs extending proximal (synthes). There were 22 patients enrolled in this study. From june 1994 until june 1995, sixteen patients were men and 6 were women with an average age of 42 years. Results showed mild joint-space narrowing (grade I post traumatic arthritis) in 3 cases and persistent pain in 15 cases. Five patients developed extensor tendon irritation and 4 had their plates removed. The more radial extent of the new plate design was believed to account for the tendinitis of the radial wrist extensors. One patient recently underwent a hemiresection interposition arthroplasty of the distal radioulnar joint in an attempt to regain supination. This is report 1 of 1 for (B)(4). This report is for an unknown distal radius plate.

Manufacturer narrative:
Ring, d., jupiter, j. B., brennwald, j., buchler, u., & hastings, h. (1997). Prospective multicenter trial of a plate for dorsal fixation of distal radius fractures. Journal of hand surgery, 22a: 777-784 this report is for an unknown dynamic compression plates/unknown lot/unknown quantity. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.